Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is not deformed or damaged. The crimped diameter of the stent still complies with the specification. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. After pre dilatation the device was unable to cross the moderately calcified lesion with 70 to 90 percent stenosis degree in the moderately tortuous cx. Another stent was used to complete the intervention.

Manufacturer narrative:
Combination product: yes.